Event description:
It was reported that an asymptomatic patient presented in the emergency room after patient notifier was delivered for bvvi. Device download was done and was successful to return the device to normal operation. Patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.